Event description:
It was reported the ultrasonic lithotriptor remnants of the plug are stuck in the socket. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.